Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of system fault alarm was confirmed. Use testing was performed. Service replaced the motor causing the problem. The problem source is a faulty motor.

Event description:
Information was received that the cadd ms3 pump alarmed with a system fault. No adverse effects.

Event description:
Additional information received stating incident occurred during testing, and the event date.